Event description:
Rptr alleged obtaining discrepant blood glucose values of 141 mg/dl back to back with a result of 57 mg/dl when testing was performed less than 5 minutes apart on the compact system. Rptr stated she took her normal oral diabetes medication after the result of 141 mg/dl and when later looking in the system memory, the 141 mg/dl value was missing. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.